Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, they had noticed two small cracks on the sides of the lens. The surgeon had decided to keep the lens in since the cracks or defects were not in the line of sight for the patient. They had also loaded the lens as instructed and had grabbed at the haptics, so they were nowhere near the defective areas. No harm had been done to the patient, and the surgeon had been confident that these defects would not pose a problem. Additional information was requested.